Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture" confirmed via mammogram. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d4, d6b, e1, h6.

Event description:
Healthcare professional reported right side "rupture" confirmed via mammogram. Healthcare professional later reported "pseudoptosis". Patient undergone partial anterior capsulectomy. This record is for the right side. The device has been explanted, replaced, and will not be returned.